Event description:
My name is (B)(6). I have glycogen storage disease. I used free style libre from abbott. I had in the past had many faulty sensors. I am on disability and they are not covered. I had waited 18 months to see my specialist in (B)(6). I put in a sensor before a 6 hours flight. Almost immediately the sensor failed. I could not get my blood sugars and I got very sick towards the end of the flight. The paramedics took me off the plane and straight to (B)(6). My blood sugar was 12. I felt that I was going to die. I was in i.c.u for 5 days. Missed my appointment. Contacted abbott many times. My calls, e-mails and letters with confirmation were ignored. My mom finally reached someone and I resent the e-mail. We got an e-mail from their insurance company stating they did not believe that their sensor was at fault. So we sent them specific error codes for the exact date and time during the flight. My mother who is an advocate flew to (B)(6). Had to purchase tickets, hotels, (B)(6) etc to support me. My mothers costs were (B)(6) alone. We sent all charges to the insurance company. We asked for some compensation for pain and suffering. The insurance company offered us (B)(6). Refused to be accountable even though we sent all of the meter errors and costs. Can you help and/or suggest an attorney for this matter. I thought that I would die on that plane. Abbott is a very powerful company. They are being bullies. FDA safety report ID # (B)(4).